Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the atrial lead exhibited high pacing impedance and high capture threshold. The reported lead was not installed and procedure was completed with an alternative product on 18 apr 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical test, x ray examination, and visual inspection did not identify any anomalies.